Event description:
It was reported that this pacemaker was found to be in safety mode. It was recommended that this device be replaced. Subsequently, this pacemaker was replaced. The device has not been received for investigation. No additional adverse patient effects were reported.